Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, the patient underwent a supracervical hysterectomy on (B)(6) 2011 in which a morcellator was used and after the fibroids were benign leiomyoma. On (B)(6) 2014 the plaintiff complained of abdominal pain and underwent an emergency tumor excision surgery; the pathology report indicated high grade leiomyosarcoma with suspected gynecologic origin. Upon review of the original slides, pathologists concluded that occult cancer was present in 2011. The patient passed away of cardiac pulmonary arrest secondary to lms.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.